Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
When the user tried to advance the stent over the wire(olympus visiglide2 0.025inch), strong resistance was felt. Another zebd-7-7 was used instead wtihout any problems. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Prefix: chbs, chbso, clso, gepd, oa, ttso, zso, fs-oa, zepds, zepds, zepdf, gepd, gpds, zebd. For all complaints, ask: does the complaint relate to: device placement/device removal/observation prior to patient contact: please indicate where the device was stored prior to use. The device was delivered to the hospital on the procedure date. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* olympus visiglide2 0.025inch. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? Unknown. If yes please indicate the procedure performed. Was the wire guide inspected for damage prior to use? Unknown. Was the device at the centre of the complaint inspected for damage prior to use? Unknown. Did the patient involved exhibit altered anatomy or tortuous anatomy? Unknown. If not with the device in question, how was the procedure finished? Another stent was used instead. Was a straightener used to straighten the stent? Yes.

Event description:
Supplemental report is being submitted due to indicate the device has been received and evaluated in the laboratory. When the user tried to advance the stent over the wire(olympus visiglide2 0.025inch), strong resistance was felt. Another zebd-7-7 was used instead wtihout any problems. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Prefix: chbs, chbso, clso, gepd, oa, ttso, zso, fs-oa, zepds, zepds, zepdf, gepd, gpds, zebd for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact 1. Please indicate where the device was stored prior to use. The device was delivered to the hospital on the procedure date. 2. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* olympus visiglide2 0.025inch 3a. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? Unknown 3b. If yes please indicate the procedure performed. 4. Was the wire guide inspected for damage prior to use? Unknown 5. Was the device at the centre of the complaint inspected for damage prior to use? Unknown 6. Did the patient involved exhibit altered anatomy or tortuous anatomy? Unknown 7. If not with the device in question, how was the procedure finished? Another stent was used instead. 8. Was a straightener used to straighten the stent? Yes.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. **this report being submitted is a follow up report for the device returning and a lab evaluation being carried out on 02-oct-2020.

Event description:
The investigation was completed on 04-nov-2020. The results and conclusions are outlined in section h of this report. When the user tried to advance the stent over the wire(olympus visiglide2 0.025inch), strong resistance was felt. Another zebd-7-7 was used instead wtihout any problems. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Prefix: chbs, chbso, clso, gepd, oa, ttso, zso, fs-oa, zepds, zepds, zepdf, gepd, gpds, zebd. For all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact . 1. Please indicate where the device was stored prior to use. The device was delivered to the hospital on the procedure date. 2. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Olympus visiglide2 0.025inch. 3a. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? Unknown. 3b. If yes please indicate the procedure performed. 4. Was the wire guide inspected for damage prior to use? Unknown. 5. Was the device at the centre of the complaint inspected for damage prior to use? Unknown. 6. Did the patient involved exhibit altered anatomy or tortuous anatomy? Unknown. 7. If not with the device in question, how was the procedure finished? Another stent was used instead. 8. Was a straightener used to straighten the stent? Yes.

Manufacturer narrative:
Device evaluation: 1 x zebd-7-7 of lot # c1731757 was returned to cirl for evaluation open in its original packaging. A second file was opened as result of the information contained within this file. The second stent was placed with a 0.025 wire and complaint file (B)(4) will investigate this complaint. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on (B)(6) 2020. The returned device lab findings and observations can be referred through the attached files. Kinks were observed at 2nd, 3rd, 5th porthole on the tapered end and 3rd, 5th porthole on the non-tapered end. A 0.035-inch wire guide did not pass the kink. Document review including IFU review: prior to distribution zebd-7-7 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zebd-7-7 of lot number c1731757 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing record, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1731757. It should be noted that the instructions for use (ifu0045-7) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ root cause review: a definitive root cause could be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per additional information received a 0.025" wire guide was used. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.